Manufacturer narrative:
Discarded and portion remains in implant.

Event description:
The dentist reported a screw fracture inside the implant and implant had to be removed. Fractured fragment discarded.

Manufacturer narrative:
Added aware date. Added date returned to manufacturer. Product has returned.

Manufacturer narrative:
One implant has been returned for review. The external hex of the implant has been grossly damaged. The collar and external threads of the implant have also been damaged, likely from implant removal. The remaining portion of the fractured component has not been returned for review. Evidence of a stuck component was identified within the implant. The item number or lot number for the screw was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any manufacturing deviations that would contribute to this complaint. A definitive root cause has not been determined. Correction from 0001038806-2016-00074-1: product did not return, only implant returned.